Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The contract manufacturer conducted a review of the manufacturing records for the catheter lot number reported. The device history record (DHR) review showed nothing out of specification, no authorized manufacture variance (amv), non-conformance report (ncr), or reworks related to the reported failure mode. The lot was manufactured according to specifications. During the bonding process the luers are inspected for any defects such as short shots, cracks or any other visual defect. After the bonding test operation, the catheters are 100% leak tested using a 45 psi of pressurized air. For this lot a total of 1362 units were leak tested without any leak failure. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. The instructions for use include the following catheter precautions. *to prevent accidents, assure the security of all caps and bloodline connections prior to and between treatments. *before dialysis begins, all connections to the extracorporeal circuit should be checked carefully. During all dialysis procedures, frequent visual inspection should be conducted to detect leaks and prevent blood loss or entry of air into the extracorporeal circuit. In the rare event of a leak, the catheter should be clamped immediately. Necessary remedial action must be taken prior to resuming dialysis procedure. Excess blood leakage may lead to patient shock.

Manufacturer narrative:
The investigation is ongoing. Waiting for additional information regarding the incident. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incident involved an estimated blood loss of approximately 200cc at the connection point between the venous line and the blood lines.